Manufacturer narrative:
Insulin pump received with no buttons response due to corroded keypad traces. Unable to verify failed battery test alarm due to no button response. Unit had scratched display window, cracked reservoir tube lip, cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 85 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.